Event description:
In 2004: left shoulder arthroscopic slap repair. Pain buster catheter into the glenohumeral joint. Doctor noted: the glenohumeral joint demo'd articular cartilage surfaces to be completely intact. In 2006 MRI revealed: there is significant loss of the glenohumeral joint space. Some surface erosive changes and subchondral cysts are seen along the articular surfaces as well. There is also a subchondral cyst in the region of the greater tuberosity. Dose or amount: 100 cc. Frequency: 2 cc/hr - 48 hr. Route: 014. Diagnosis or reason for use: left shoulder slap repair.